Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified shows signs of repeated use. No bone cement was adhered to the tibial plate. Part and lot information for bone cement was not provided therefore, DHR review for bone cement cannot be performed. Radiographs were provided and reviewed by a health care professional. A review of the available records identified the following: slightly depressed positioning of the medial tibial plate with resultant minimal abnormal angulation of the tibial component with respect to the tibia. This could be related to loosening along the medial portion of the tibial plate. A definitive root cause cannot be determined. Per package insert, loosening and pain are known adverse effects of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: associated products: kne-nexgen-tibial trays-unk. Report source: foreign: (B)(6). Customer had indicated that the product will be returned to zimmer biomet for investigation, but it has not yet been received. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00591.

Event description:
Patient was revised approximately 3 years after initial tka for aseptic tibial loosening and pain. Good cement mantle left in the patient's tibia but tibial component pistoning up and down in the cement mantle. Attempts have been made and no further information has been provided at this time.